Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant attempt that the doctor was unable to set the rv pace/sense pin and secure the setscrew without the lead coming loose from the header. Another device was implanted. No patient complications were reported as a result of this issue.